Event description:
It was reported that the patient underwent a left initial knee surgery and was revised approximately 16 years later due to instability. Upon opening the knee, there was a large amount of metallosis present. The poly was worn completely through and into the tibial baseplate and the femoral component was articulating directly with the tibial baseplate. During the surgery, there was significant wear noted on the poly and into the tibial baseplate. All components were revised and were replaced with competitor devices. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D6a : implant date : (B)(6) 2007. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified a tibial tray that looks to have been recently removed. The tibial tray looks damaged with significant wear on the lateral posterior edge. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is narrowing of the tibiofemoral space greater on the weight bearing view. There is no fracture or evidence of implant loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.